Event description:
It was reported that the customer received no delivery alarms and went through six infusion sets due to the alarms. The customer was also hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was 629 mg/dl. The customer stated that she also experienced seizures and a ball of unabsorbed insulin under the skin. Troubleshooting was done. The customer expressed high ketones, nausea, vomiting, seizures and unconsciousness as symptoms of her high blood glucose levels. The customer was treated with insulin pump therapy and a manual injection. Troubleshooting for high blood glucose levels was done. The customer could not troubleshoot for the no delivery alarm because it was a past issue already resolved by an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.